Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and determined that the leak was a result of partially kinked tubing at valve lv8. The fse replaced the tubing resolving the leak. Upon further inspection, the fse observed the lyse pump was introducing bubbles into the lyse line. The fse replaced the pump resolving the platelet (plt) background issue and white blood cell (wbc) aperture alerts. In addition, the fse performed a full decontamination procedure, but this event was not related to the leak reported by the customer. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode related to the leak was partially kinked tubing at lv8. The plt background failures and wbc aperture alerts issues were attributed to a defective lyse pump. (B)(4).

Event description:
The customer reported to beckman coulter (bec) experiencing white blood cell (wbc) aperture alerts on their coulter ac*t-diff analyzer. While troubleshooting the issue, the customer discovered a few ml of clear fluid leaking from the probe. The leak was not contained within the instrument. Platelet (plt) background failures were also reported by the customer. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.